Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: electrode belt sn (B)(4) and monitor sn (B)(4) were returned to the manufacturer and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date: monitor: 06/06/2011, electrode belt: 01/12/2012. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use prior to shock delivery. The response buttons were not pressed during the event. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was supraventricular tachycardia (svt). The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69%per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of six shocks. The patient was reportedly at home and unconscious at the time of the event. Supraventricular tachycardia (svt) contributed to the false detection. The response buttons were not pressed during the event. The patient received medical attention in the intensive care unit after the event and was placed on telemetry. The patient continues to wear the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.

Manufacturer narrative:
Explanation of h.1: there was no death or device malfunction associated with the inappropriate defibrillation event. H.3. Device evaluation summary: electrode belt sn: (B)(6) and monitor sn: (B)(6) were returned to the manufacturer and the evaluation is currently underway. Device evaluation included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. H.4. Device manufacture date: monitor: 06/06/2011. Electrode belt: 01/12/2012. H.10 additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use prior to shock delivery. The response buttons were not pressed during the event. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was supraventricular tachycardia (svt). The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial: (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. Device evaluation of electrode belt sn: (B)(6) has been completed. All gels were deployed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. Device evaluation of monitor sn: (B)(6) has been completed. Upon investigation the monitor failed baseline testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of six shocks. The patient was reportedly at home and unconscious at the time of the event. Supraventricular tachycardia (svt) contributed to the false detection. The response buttons were not pressed during the event. The patient received medical attention in the intensive care unit after the event and was placed on telemetry. The patient continues to wear the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event. During the investigation of an electrode belt following an inappropriate treatment event, a reportable malfunction was found. During the investigation of a monitor following an inappropriate treatment event, a reportable malfunction was found.